Event description:
Initial report: physician called to report while treating a pt with zyplast to the glabella the pt had immediate blanching. The physician applied nitro paste to the affected area. Follow-up findings: pt given silvadene as well to apply topically to the area. Recent info provided by the physician noted resolution of symptoms with minimal scarring as a final result.

Manufacturer narrative:
Device evaluation summary: quality assurance has reviewed the device history records for this lot from finished product packaging to the hide batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.